Manufacturer narrative:
Summary of event: as reported, during the use of a roadrunner extra-support bare mandril wire guide, the wire broke. This was noted in (B)(4). Additional information was received on 08nov2021: the procedure being completed was a lower extremity atherectomy. The end of the nitinol portion of the wire got stuck in the atherectomy device. No unintended section of the device remained inside of the patient's body. No additional procedures or interventions were required due to this occurrence. No adverse effects to the patient have been reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the instructions for use (IFU). The following information is provided to the user related to the reported failure mode: warnings ¿the wire guide should be advanced only when visualizing its tip fluoroscopically. Do not torque wire guide without evidence of corresponding movement of distal tip. ¿carefully read all instructions prior to use. Failure to observe all warnings and precautions my result in complications.¿ precautions withdrawal or manipulation of distal spring coil portion of wire guide though needle tip may result in breakage. Instructions for use 2. Under fluoroscopy and while maintaining position of cardiovascular access catheter, advance wire guide to targeted site. Warning: observe all wire guide movement in vessels under fluoroscopy. Do no torque wire guide without evidence of corresponding movement of distal tip. Further torquing against resistance may cause vessel trauma or wire guide damage, which may lead to device fracture. Warning: wire guide should be advanced only when visualizing wire guide tip fluoroscopically. If resistance is noted tactilely or visually under fluoroscopy, determine the cause and take action necessary to relieve resistance. Advance and withdrawal of the wire guide should be performed slowly and carefully. How supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 08nov2021: the procedure being completed was a lower extremity atherectomy. The end of the nitinol portion of the wire got stuck in the atherectomy device. No unintended section of the device remained inside of the patient's body. No additional procedures or interventions were required due to this occurrence. No adverse effects to the patient have been reported due to the occurrence.

Manufacturer narrative:
Occupation: patient safety manager. PMA/510k #: k171948. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during the use of a roadrunner extra-support bare mandril wire guide, the wire broke. This was noted in mw (B)(4). Additional event details and patient outcome information have been requested.